Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a missing cap on the patient line connector. An underwater pressure test was also performed with no leak observed. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was verified. The most likely cause of the condition was a shipping distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of a homechoice low recirculation set was loose. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.